Event description:
The manufacturer received information alleging visualization of particles in the tubing/chamber, dirty filters, and alleging the device has strange burning/ smoke/ electrical odor. The patient alleges bone marrow cancer. There was no indication of medical intervention received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging visualization of particles in the tubing/chamber, dirty filters, and alleging the device has strange burning/ smoke/ electrical odor. The patient alleges bone marrow cancer. There was no indication of medical intervention received. An attempt to have the device and components returned for evaluation and investigation were unsuccessful as the customer is refusing to return the device at this time. The manufacturer believes they will be unable to gather additional information.  The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.